Manufacturer narrative:
(B)(4). The customer returned one unit 5-12615 et tube, cuffed, spiral-flex 7.5 for investigation. The et tube was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there was biological material on the device. The sample also had discoloration seen at approximately the 21cm-22cm mark of the tube. There was a kink observed in the tube as the inner wall from approximately the 21cm-27cm mark was collapsed. A functional kink resistance test was performed on the returned et tube to determine resistance. The returned et tube was pre-conditioned in a water bath at 40 c for 6 hours. Then, the et tube was strapped securely to a kink test fixture to create a radius of curvature of 40mm. A steel ball of a minimum 75% (5.625mm) of the designated size of the et tube is used to check the potency of the lumen. Ball bearings of sizes 5.6mm and 6.0mm were used for the kink test. Upon testing, the 5.6mm ball bearing was got stuck in the tube at approximately the 26cm mark when inserted from the proximal end. The 5.6mm ball bearing also got stuck at the 21cm mark when inserted from the distal end. This is approximately the location of the collapsed inner wall that was previously observed. Since the 5.6mm ball bearing was not able to freely pass through the tube, it was not necessary to use the 6.0mm ball bearing. The returned sample was unable to pass the kink resistance test. The reported complaint of "tube kinked" was confirmed based upon the sample received. The returned et tube was functionally tested for kinking. A ball bearing of a minimum of 75% the size of the inner diameter of the tube was unable to freely pass through the tube from either the proximal or distal ends. The ball bearing got stuck at approximately where the collapsed inner wall of the tube was observed. The sample was unable to pass the kink test. A non-conformance has been previously opened to further investigate the kinking issue.

Event description:
Customer complaint reported as: "from (B)(6) 2020 to (B)(6) 2020, in department of anesthesiology, (B)(6), the tube was found deformed and the cuff was found leaking during use on the patient. Involved 6 pcs." No patient harm was reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. A verification of failure mode reported in the current manufacturing process was conducted as follows: 80 samples were taken from the current production, the samples were inspected, and the revised characteristics comply with the requirement. Defect reported was not observed in the current manufacturing process. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as: "from (B)(6) 2020 to (B)(6) 2020, in department of anesthesiology, (B)(6), the tube was found deformed and the cuff was found leaking during use on the patient. Involved 6 pcs." No patient harm was reported.